Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
The user facility reported that the device was not holding pressure. After obtaining additional info from the facility, it was determined that "due to a change in the pressure level, the patient's head slipped. There was no patient injury. The device was replaced with another, and the procedure continued without incident."